Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump and was unable to read the screen. The customer¿s blood glucose level was 147 mg/dl. The customer was assisted with troubleshoot. Customer reported that pump has a black dot and screen cannot be read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.